Manufacturer narrative:
Upon the completion of the investigation into this event, a follow up report will be submitted.

Event description:
During the ventral hernia procedure surgeon used covidien tacker to fixate the mesh and the tacks went through the mesh on several occasions and caused the mesh to tear slightly. This resulted in surgeon using additional tacks to fixate the mesh. The procedure was completed with no further complications.

Manufacturer narrative:
Investigation: based on the details of the complaint multiple tacks went through the mesh causing it to tear slightly. Without imaging of the tacks in question it is difficult to determine the cause of the tacks going through the mesh. As mentioned in the warning section of the instructions for use ¿the fixation technique, method and products used (including sutures, tacks, staples or other means) is left to the discretion of the surgeon to optimize clinical outcomes.¿ a full review of all manufacturing lot history records was performed and no deficiencies were noted during the review. All the records indicate that the product in question met the performance and quality requirements. This evaluation also includes the incoming inspection test requirements where the mesh is performance tested to ensure the integrity of the raw mesh material. All requirements were met. This includes ball burst testing, suture retention testing and the fabric count in the course direction as well as the wale direction. No product was returned as part of the complaint as it was successfully implanted. No images of the covidian tacks were provided showing that they had gone through the mesh. A full review of all manufacturing lot history records was performed and no deficiencies were noted during the review. All product manufactured met the product requirements. Based on the product meeting all product quality and performance requirements atrium cannot conclude that the c-qur mosaic mesh was defective. A hernia occurs when tissue, such as part of the intestine, protrudes through a weak spot in the abdominal muscles. The resulting bulge can be painful, especially when you cough, bend over or lift a heavy object. A hernia doesn't improve on its own, however, and can lead to serious complications. Surgery is recommended to repair a hernia that is painful or enlarging. C-qur mosaic is intended for use in soft tissue deficiencies including hernia repair, traumatic or surgical wounds and chest wall reconstruction procedures requiring reinforcement with a non-absorbable supportive material. Adequate mesh fixation is required to minimize post-operative complications and recurrence. The fixation technique, method, and products used (including sutures, tacks, staples or other means) is left to the discretion of the surgeon to optimize clinical outcomes. Problems after hernia repair are usually related to using a mesh product that is too small or to the fixation method and technique. It may also be related to non-compliance with activity limitations post operatively. Other factors that contribute to the outcome of hernia repairs are the patient's weight and medical comorbidities such as morbid obesity, diabetes and a history of smoking. The instructions for use (IFU) states complications that may occur with the use of any surgical mesh include, but are not limited to, pain, inflammation, infection, allergic reaction, seroma, hematoma, fistula formation or mechanical disruption of the tissue and/or mesh material and possibly adhesions when placed in direct contact with the viscera and other organs. The patient should be advised to contact the physician should an adverse reaction occur.